Event description:
It was reported that following pump system implant on (B)(6) 2015, the pump was programmed to minimum rate; however, the healthcare provider (hcp) was not completely sure the full system was primed. The patient was in the office on (B)(6) 2015 to reinitiate the therapy. The hcp thought the pump was primed based on the operative report but the hcp was unsure about the catheter. It was later clarified that there was no programming error; the hcp requested that no drug be delivered intrathecally on the day of the pump and catheter implant, hence the no priming of the internal pump tubing or catheter. The pump was programmed to minimum rate with no priming. There were no patient symptoms. The device system delivered gablofen. (Refer to pe 700857246 for infection and explant.)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).